Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button was unresponsive when attempting to bolus. The customer also reported experiencing high blood glucose as their buttons became unresponsive. Customer's blood glucose was 310 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had unresponsive express bolus, esc and act buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.